Manufacturer narrative:
(B)(4). The customer reported the ac adapter was not working. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module.

Event description:
The customer reported the ac adapter was not working. There was no reported pt involvement.